Manufacturer narrative:
Per tandem user guide: carbs (on indicates entering grams of carb; off indicates entering units of insulin). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally changed the carb ratio setting to off. The customer's blood glucose was 400 mg/dl. Customer corrected the setting to address the issue.